Event description:
The pt suffering from chronic diverticulitis, underwent an uneventful left hemicolectomy procedure. The anastomosis was performed with the car device. The pt presented symptoms (llq pain) on day 4 after the procedure and abscess was demonstrated. The pt was drained and treated with antibiotic.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solution ltd; 3005278776) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. Niti has re-evaluated this event during a retrospective review; and has determined the event to be MDR reportable. The production history files indicated that the device was released according to the product specifications. The device was not available for evaluation and therefore, no conclusions could be drawn. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices, and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.